Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported experiencing a blood glucose level of 477 mg/dl this morning. Pt stated, she wanted to change the infusion set and the infusion set cannula but she noticed the piston rod didn't rewind. Pt reported after the third attempt the piston rod did rewind. Pt stated, she attempted to deliver a 20.0 units bolus of insulin with the infusion device and with the pen to evaluate if the quantity could be equal. Pt reported she did this in a small graduated box. Pt stated, the infusion device delivered much less insulin based on what she saw. Pt reported, she is sure about the infusion device malfunction. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.